Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0btky, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID 3387s-40, lot# va0btky, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation and an injury. The patient had been getting shocks in their mouth in the last two weeks. During the day, the patient was okay. The shocks occurred during the night and they woke the patient up. About two weeks prior to this report the patient had fallen four times. The patient¿s healthcare professional (hcp) did a cat scan and everything was okay, but they were still getting headaches and they had a bump on their head. The patient had therapy on all of the time and they wanted to know if this was normal or not. The patient had an appointment with their healthcare professional (hcp) on monday. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.